Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up visit, the pacemaker exhibited several noise episodes on the ventricular lead. The issue could not be reproduced in the clinic. The patient will be monitored. No adverse patient consequences were reported.